Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box shows typical usage alarms and warnings. The alleged 8.7 unit bolus could not be verified in the black box on the reported date of event. Review of the bolus history did not reveal any cancelled boluses on or around the reported event date. On testing, an ez-prime operation was performed without difficulty. The units remaining were correctly calculated and written to the pump history. A combo bolus was performed without error. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that during the prior week, the pump did not deliver the entire bolus dose that had been programmed using the combo bolus feature of the pump. The patient reported on the day of the call to animas, she had programmed a combo bolus of 8.7 units over one hour and only 1.13 units was delivered. Review of the bolus history confirms this claim. The reporter denied trauma to the pump, power interruptions, recent pump suspensions, going over the total daily dose maximum of two hours, occlusion alarms or low cartridge in the alarm history. The patient reported there was a full cartridge in the pump that morning. Review of the pump by the animas representative showed cancelled combo boluses in the bolus history on (B)(6) 2012 of 1 unit of 8 units and again on (B)(6) 2012 of 1.7 units of 6.5 units. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue of boluses being cancelled without user intervention remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.